Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.616.048, lot: h036902: release to warehouse date: july 13, 2016. Supplier: instrumedical technologies. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was completed: upon visual inspection it was noticed that the distal end of the holder was bent and deformed. No other defects were identified on the device. A complete functional test could not be performed as the device was returned by itself. Complaint relevant dimensional inspection cannot be performed due to the post manufacturing damage / device geometry. The current and manufactured to drawings were reviewed. The complaint condition of unable to assemble can be confirmed as the distal end of the rod introducer was noticed bent and deformed which could have resulted in the inability to hold the rods. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the rod introducer was unable to connect with rods from the matrix system. The defect was detected during an unknown surgery. There was a surgical delay of ten minutes. There is no further information available. Concomitant device reported: unknown rod (part#: unknown, lot#: unknown, quantity: unknown). This report is for one rod introducer. This is report 1 of 1 for (B)(4).